Event description:
Repair service for the dealership reported that they were called to deliver 4 tanks of oxygen to the end user, a hospice patient, and at that time, the patient stated he felt he was not getting enough oxygen. The user had 2 irc10lx concentrators that were pigtailed together, each set for 7 1/2 liters totaling 15 liters per minute and a liter flow gauge was on the tubing to control the liter flow. The technician inspected the units and found that one of the units was not hooked up properly. Someone had changed the machine liters flow on one to 10 liters and the other to 5 liters and the wrong mask and humidifier bottle were on the machine that was set to 5 liters. The technician alleges the patient was not getting any oxygen out of the machine that was set at 5 because it was not hooked up properly when the liter flow was turned down. The technician put the patient on one of the tanks he delivered to try to help the patient breathe better. Ems was called and the paramedics arrived and took the patient to the hospital where he allegedly passed away. Invacare consumer affairs called and talked to the dealer. This dealer rents concentrators to hospice only and hospice in turn loans the units to its patients. The dealers service tech that went to the end user's home to deliver tanks talked to the end user about 15 minutes and he was fine. Then the end user mentioned he was feeling like he wasn't getting enough oxygen. The tech checked his concentrators and found that they had been tampered with since he was there last and reset them both on 7.5. One was on 10lpm and other was on 5lpm. The humidifier bottle, which was not provided by the dealer, was not on the unit or working and the end user had a different mask than what they provided him with. User had a mini mask on which only allows 50% of the oxygen to flow through. Tech states end user and his girlfriend started arguing because user yelled at her for messing with the concentrator levels, she then called 911 and user continued to be short of breath. Dealer fixed concentrator settings and also put end user on a tank since he was having a hard time breathing. Paramedics picked him up and he later passed at the hospital. The patient was under hospice care and allegedly had congestive heart failure and copd. There is no alleged malfunction of the units, issue was with the flow settings and the mask being changed. MDR being filed based on the death.